Manufacturer narrative:
Submit date: 11/25/2015. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with electrodes. The customer states while in the ER she had an adverse skin reaction to the electrodes. The customer further reports that medical intervention was necessary including multiple emergent IV and oral medications. The electrodes were placed to monitor vital signs after epinephrine was administered. Patient believes 3 electrodes were applied to her chest.

Manufacturer narrative:
Submit date: 04/07/2016. A device history review (DHR) could not be performed because a lot number could not be provided by the customer. There were no samples submitted with this complaint; however, the complaint will be reopened if a sample is later received. Because a sample was not returned with this complaint, a product examination was not possible and the reported condition could not be confirmed. Due to the nature of this type of product, it is more than likely that any skin irritation is related to skin sensitivity, and it is worth noting that patient sensitivities may have been a contributing factor. Previous complaints of this nature have not been known to cause permanent impairment or marking. This product family has been tested according to iso 10993 guidelines for biocompatibility that found both the hydrogel and skin contacting foam adhesive to be non-cytotoxic, non-irritating, and non-sensitizing. There have been no design changes to this product within the past year that would contribute to any increased probability for skin irritation on patients. Since this complaint is unconfirmed and no complaint trend exists and the root cause may be patient skin sensitivity, no corrective action is required at this time. This complaint will be recorded for tracking and trending purposes.